Event description:
The customer stated, that the battery is expanding and splitting and no longer fits in the unit.

Manufacturer narrative:
The batteries have not been returned but are anticipated. Upon receipt and completion of the investigation a supplemental will be submitted. A specific device is not identified for this submission, therefore, no device serial number or device MFR date is identified. The complaint is in regards to the battery that can effect any pic 50 device.